Event description:
It was reported to philips that system gave an alert indicating stand movements were partly available, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing non-emergency treatment which was completed as planned by restarting the system and by moving the arm down rail slightly first as the alignment of pot was off. The philips field service engineer (fse) inspected the system onsite and confirmed that the stand movements were partly available. Upon functional testing, the fse found that the longitudinal movement potentiometer was out of its proper position. To resolve the issue, the fse repositioned the potentiometer and performed necessary geometry adjustments. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.